Event description:
Report received of a tubing separation. A pt in the hematology/oncology unit was receiving an unspecified dose of cyclophosphamide at an unspecified rate. At an unspecified time during the infusion, the set reportedly "pulled apart" on the proximal side of the backcheck valve closest to the drip chamber. The separation of the set caused the oncolytic solution to spill onto the floor. The clinician reportedly experienced reddened skin due to contact with the oncolytic solution. The affected area was cleaned according to the facility's procedures and the redness resolved within 15 minutes without medical treatment. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.